Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2018.

Manufacturer narrative:
This reports is submitted on april 13, 2018,

Event description:
Per the surgeon, the patient experienced an infection and extrusion of the device. Subsequently, the patient was treated with antibiotics and revision surgery was also performed; however the issue could not be resolved. There are plans to explant the device; however it is unknown if this has occurred as of the date of this report.